Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support, however, the customer declined to complete the check. Customer changed the pump supplies to address the alarm. There was no reported adverse impact to the customers blood glucose level.